Event description:
The pt experienced shocking, jolting and over stimulation when stimulation therapy was turned on. The shocking affected the pt's chest, both legs and the areas of paresthesia. The pt turned off stimulation. There was no known falls or injuries related to this complaint. The pt was seen in the clinic three weeks after the onset of symptoms. There were no stimulation changes while palpating the implantable neurostimulator or lead/extension site. Palpation of the spine created a shocking sensation. Movement also caused stimulation changes. Impedances were greater than 4000 ohms on all or some of the bipolar pairs. The amplitude was increased to 4 volts and impedance testing was rerun. All unipolar impedances on contacts 0-7 were 3762 ohms. Bipolar impedances on electrode combinations 1 2, 1 5, 2 3, 3 5 were 1883 ohms. On combinations 1 4, 3 4 , 4 5 , 4 7, 5 6 , 5 7 impedances were 1250 ohms. Unipolar impedances were 741 ohms on electrode 13, 932 ohms on electrodes 16 and 17 = 932, and 932 ohms on electrodes 36 and 37. Invalid impedance readings were seen for all other electrodes at those current device settings. The device was reprogrammed and worked well. The pt had not had any further shocking. An x-ray of the leads was planned for a possible lead fracture. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.